Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and ccr 12961, 13956, 17180, 20303 and 21957 were reported for autopulse with serial number 31954 for the same fault "system error -latch 132 ".the processor boards (under ccr 12961, 13956, 17180, 20303 and 21957) were replaced to remedy the reporter's complaint. A visual inspection was performed and no discrepancies were observed. A review of the archive was performed and found "system error 132 - internal watchdog timeout" to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon power up, therefore confirming the reported complaint. Further investigation determined that the processor board needed to be replaced to remedy the system error fault. Additionally, during routine servicing found the encoder shaft was not turning smoothly. In summary the customer's reported complaint that the autopulse platform displayed "system error 132" was confirmed during archive review and functional testing and was attributed to a faulty processor board.. The cause of the faulty processor board could not be determined.

Manufacturer narrative:
Zoll has not yet received the autopulse platform (s/n:(B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check ,the autopulse platform (s/n:(B)(4)) displayed "system error revert to manual CPR". No error " ua number" displayed aside from above error . After the battery was replaced and the lifeband was re-positioned, the autopulse was restarted several times but the error message could not be cleared. There was no patient involvement reported.